Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to resolve the issue. System check was performed with tandem technical support (tts) and customer was unable to successfully resume insulin therapy. Reportedly, the customer is re-using the cartridge, overfilling the cartridge, and not completing the cartridge air removal correctly. Customer continued to use the pump for insulin therapy and has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 243-286 mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.